Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, hard and painful breast. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "very painful breast and very hard breast. They believe it may be capsular contracture but am unsure. My implant is on the list of concern." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and wear abrasion. Weight measurement identified weight to the specification. Cloudy was observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Events occurred on right side device. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and pain due to the capsular contracture. Device remains implanted.